Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event what the flashing lights meant on the clv-190, (B)(6). Technical assistance support advised the flashing lights usually means something internal wrong with the unit. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a flashing lights. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.